Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iab inserted into patient without issue, catheter noted to be 30cc iab, md intended to insert 40cc, product mislabeled on box. Iab immediately removed and 40cc iab inserted with minimal delay and no patient complications". No patient harm or injury. The patient status is reported as "fine".